Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Ewolution clinical trial. It was reported thrombus on the device occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully implanted. There was one partial recapture as the device was too proximal. The closure device was redeployed and was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2015, a transesophageal echocardiogram (tee) was performed during a follow up visit and thrombus on the closure device occurred. The patient was prescribed aspirin (asa) 81-100mg daily. The thrombus was considered resolved in (B)(6) 2016.